Event description:
Customer reported elevated blood lead patient results with leadcare ii to their inside sale representative (isr) and regional point of care specialist (rpoc). Prior to reporting the event to magellan, the isr and rpoc provided customer with cdc guidelines for collecting capillary blood to be tested for lead. Customer reported that falsely elevated patient results were resolved once they implemented cdc guidelines. Patient test results and confirmation testing results have not yet been made available to magellan on the date this report prepared. Rpoc to make a site follow up visit.